Event description:
Novasure ablation failure; I had a novasure ablation in (B)(6) 2019. Nine months later I started bleeding again and started having the worst, labor like contraction, severe, excruciating, debilitating and paralyzing pain of my life. After having an ultrasound in (B)(6) 2020, my doctor explained there was blood trapped behind the scar tissue from the novasure ablation that was causing the pain and I needed a hysterectomy. Before having the novasure ablation I was not informed this could be a side effect. After months of suffering, trips to the emergency room. I had a hysterectomy in (B)(6) 2021. (One trip to the ER due to the pain on (B)(6) 2021. A CT scan with contrast showed blood trapped behind the scar tissue from the novasure ablation.) My doctor had to leave a small part of my cervix because it was too dangerous to remove due to the scar tissue from the novasure ablation. FDA safety report ID# (B)(4).